Event description:
About 2 months after my son was born I got the procedure where these coil looking thongs went in my tubes. I chose this method because it was easy and fast. My first period was really heavy. Like really really heavy. I woke up with my bed soaked with blood. About 2 months after that I started to have back pain. It would come the week of starting my period. I couldn't enjoy my baby. I was in pain. I started getting headaches also. I felt like a pulling in my stomach area. The week of my period is horrible. I take pain pills my doc gave me but over time I need stronger reliever. But my insurance doesn't cover it. I now wish I never had the procedure. I rather be pregnant again than deal with this monthly mess. About 6 months after procedure I seen my doctor. He referred me to obgyn that did the procedure. My doctor said with all the heavy bleeding I might need harmony pills. I was not comfortable taking those so I just decided not to see specialist. I just figured it was all part of the healing process.